Manufacturer narrative:
The reported issue that a heparin infusion had unexpectedly emptied the 250ml bag over less than 2 hours could not be confirmed. A remote IV infusion order of the drug heparin, 25000 units / 250ml (drugid=522) was started at 7:06am on (B)(6) 2019. The vtbi was manually reduced to 200ml after the infusion was started. A few seconds into the infusion the pump module had alarmed with safety clamp open / close door alarms four times with the duration between events being approximately 1 second. The infusion was manually restarted. The pump module was turned off at 9:13am shutting down the system. The recorded volume infused was calculated at 16.722ml. The cause for the early termination of the infusion could not be ascertained from the event log. The inspection process did not find any broken or plastic damage with the pump module that may have contributed to the reported incident. Functional testing showed no anomalies. The disposable tubing was not returned for investigation. The root cause of the customer's report could not be determined.

Event description:
The customer reported that a heparin infusion (25,000 units in d5w 250 ml) was hung at 07:06 at a dose of 13 units/kg/hr (8.8 ml/hr). The clinician reported that at 09:00 the bag was empty and the entire 250 ml heparin bag infused unexpectedly over less than 2 hours. The patient was being treated on the cardiac iccu unit. The patient required the following blood tests as a result of this event: stat ufh, ptt, pt/inr. There was no lasting harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a heparin infusion (25,000 units in d5w 250 ml) was hung at 07:06 at a dose of 13 units/kg/hr (8.8 ml/hr). The clinician reported that at 09:00 the bag was empty and the entire 250 ml heparin bag infused unexpectedly over less than 2 hours. The patient was being treated on the cardiac iccu unit. The patient required the following blood tests as a result of this event: stat ufh, ptt, pt/inr. There was no lasting harm.